Manufacturer narrative:
Device identifier # (B)(4). The device was returned for evaluation. With respect to the returned unit it has passed all specific functional testing requirements. When unit is properly positioned and put under pressure unit would not have released. The complaint not confirmed. The definite root cause cannot be reliably determined. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the surgeon was performing a posterior cervical procedure on a (B)(6) female patient using a a3059 mayfield composite series skull clamp on (B)(6) 2019. The patient was placed in the prone position and remained prone but the surgeon tried to reposition to get better neck flexion the operative area. He went under the drape and released the base unit. The skull clamp was released on one side and the head slipped from the skull clamp. The patient received a small laceration on the skull that was addressed with a staple. The surgeon was supporting the skull clamp and stated that he did not touch either of the buttons but one side was disengaged. There was a delay of 10 minutes due to the product problem. There was no additional injury reported and the procedure was completed with no further issues.